Manufacturer narrative:
This report is submitted on january 05, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced pain with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Additional information was received : the whole device was not explanted as initially reported but merely the magnet and holding screw. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. The internal threads were most likely damaged at initial surgery when mounting together the magnet with the implant with the magnet screw.

Manufacturer narrative:
(B)(4).